Event description:
It was reported that the patient had knee replacement surgery and shortly afterward had an infection in the patella tendon and developed pulmonary problems. Patient also had severe rashes for 7 months. Patient is reporting that he has had many different tests performed and has been to see several pulmonary and dermatologist doctors. Patient would like to find out what type of metal and/or alloy goes into the stryker knee. He also wants to find out what type of cement is used.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
The following new product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mst022, cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: s97sk, cat. No.: 5530-g-511, triathlon cr x3 tibial insert, lot code: mlk7xd, cat. No.: 5551-l-350, triathlon asym patella a35x10, lot code: lcs066. An event regarding infection and subsequent pulmonary problems involving a triathlon femoral component was reported. The event was not confirmed. Device inspection not performed as no items were returned. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are involved in this clinical situation. There have been no reported discrepancies for the referenced. There have been no other events for the lot or the sterile lot referenced. The exact cause of the event could not be determined based on the information provided. Further information is neeeded for determining a root cause. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that the patient had knee replacement surgery and shortly afterward had an infection in the patella tendon and developed pulmonary problems. Patient also had severe rashes for 7 months. Patient is reporting that he has had many different tests performed and has been to see several pulmonary and dermatologist doctors. Patient would like to find out what type of metal and/or alloy goes into the stryker knee. He also wants to find out what type of cement is used.